Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing, qty20, was being used during an orthopedic procedure on (B)(6) 2023 when it was reported, ¿during the case the coag button broke, leaving the esu on and it burned the surgeon, (doctor name). The pencil was immediately taken off the field and replaced with another elite pencil.". The procedure was completed with an alternate, same-like device, causing a 30¿50-minute delay. There was no report of medical intervention or hospitalization for the patient. Further assessment found that the surgeon sustained a 1st degree burn. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 4 devices for this lot number and failure mode however, only 1 is confirmed. (B)(4). Per the instructions for use, the user is advised the following: aspirate fluid from the area before activating the instrument. Conductive fluids (e.g., blood or saline) in direct contact with or in close proximity to an active electrode may carry electrical current or heat away from target tissues, which may cause unintended burns to the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing, qty (B)(4), was being used during an orthopedic procedure on (B)(6) 2023 when it was reported, "during the case the coag button broke, leaving the esu on and it burned the surgeon, (doctor name). The pencil was immediately taken off the field and replaced with another elite pencil." The procedure was completed with an alternate, same-like device, causing a 30¿50-minute delay. There was no report of medical intervention or hospitalization for the patient. Further assessment found that the surgeon sustained a 1st degree burn. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.